Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that when trying to connect to the implant the patient received all internal data lost, contact clinician. Patient services reviewed meaning of the message and explained that this is information about the implant and the external devices are operating as designed. The patient also reported experiencing nerve pain issues in their legs and feet which first started on monday (B)(6) 2020. The patient wanted to turn stimulation off and having problems. They said the pain was primarily on their right side which is the same side as the implant. They said that on 2020-08-12 they had back surgery however forgot to turn stimulation off beforehand and didn¿t bring external devices with them. They said the surgical team was informed and said that they were told it would be ok. Patient services reviewed general use and the patient connected after a few attempts however received the all internal data lost message. The patient did reset the phone and communicator by powering down and tried again however received the same message. Troubleshooting did not resolve the issue and the patient was unable to connect to check therapy status and turn stimulation off to determine if that was affecting the symptoms. The patient was redirected to their healthcare professional to have the implant interrogated.